Event description:
On (B)(6) 2009, the patient was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2013, computed tomography scan revealed a proximal type I endoleak. The cause of the endoleak, and whether aneurysm growth was present is unknown. On (B)(6) 2013, the patient was implanted with a gore aortic extender component to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instruction for use (IFU), adverse event that may occur and/or require intervention include, but are not limited to endoleak.